Event description:
The customer reported that the system exhibited an error message. Further information was received from the customer indicating that the system was shutting down without command of the operator and not booting properly. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The pcb contacts that connected to the passive workstation backplane were removed, cleaned and reseated. The system was tested and found to be working as intended and returned to service.